Event description:
Information received from the field notes that an ablation patient presented with loss of bipolar ventricular capture at 7.5 v, 1.5 ms. In unipolar, capture was at 1.0 v, 0.4 ms, but oversensing caused inhibition. Egms showed noise.